Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began about 3 months prior to contacting lfs, when she started getting unspecified error messages on the subject meter. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that following the start of the alleged issue, she continued with her usual diabetes management routine and administered 2 metformin tablets per day. She claimed that about 2 months later, because she "was unable to test," she developed symptoms of "numbness in hands, body ache and loss of appetite." She denied receiving any treatment for her symptoms. During troubleshooting, the csr offered to walk the patient through a retest but the patient did not have testing supplies available. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.